Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during inventory, a hair was found inside the sterile package of a flexor ansel guiding sheath. The device did not make contact with any patient. Investigation- evaluation: reviews of the complaint history, device history record, documentation, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One flexor ansel guiding sheath was returned for investigation in the sealed package. Physical examination of the returned device found a dark strand (hair like fiber) free floating in the peel pouch. A document-based investigation evaluation was also performed. Two non-conformances related to this failure mode were recorded. Both non-conforming devices were identified and were scrapped from the batch. There have been no other complaints received for this product lot. As the related non-conformances were identified and scrapped, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that additional nonconforming product exists in house or in field. Based on the available information, cook has concluded that a manufacturing and quality control deficiency contributed to this incident. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inventory, a hair was found inside the sterile package of a flexor ansel guiding sheath. The device did not make contact with any patient.